Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references and through the teneo system. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Customer reported not receiving audio on alerts on guardian app. We were unable to conduct a thorough investigation due to the lack of application logs necessary to perform a comprehensive analysis. The issue is unknown because analysis could not be completed. Without the necessary data, we are unable to confirm or refute whether the issue occurred at the time of the event. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: for sound to work, customers must ensure: is customer using an apple watch. If yes, disable alerts on apple watch by going to watch notifications mirror iphone alerts from disable for guardian app make sure device is not in silent mode. Increase media volume by pressing device volume buttons increase ringtone/alerts volume by going to settings sound haptics slide the ringtone and alerts bar to right to desirable volume settings if screen time is on, guardian app must be added to the allowed list by going to settings screen time always allowed press the plus sign to add guardian app to allowed app list if do not disturb is set for the device, make sure to turn it off the helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a communication issue between sensor and the guardian application as there was no audio alert received at customer end. The customer reported no adverse event. The event involved product(s) mmt-8200. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non-physical devices.